Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00026.

Event description:
It was reported the physician experienced resistance during insertion and withdrawal of the subject device. The issue occurred while the patient was under sedation for a diagnostic endobronchial ultrasound (ebus). The physician put the scope down with mild resistance and when trying to withdraw the scope, the physician met more resistance and forcefully removed the scope. The scope had a tear at the distal tip of the outer layer of the scope housing. The customer reported the t piece of the endotracheal tube (et tube) cracked during assembly and may have caused the tear in the scope. The procedure was prolonged greater than 30 minutes to set up a back-up device and then completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The complaint was confirmed and the most probable cause of the complaint is caused not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device. This report has been submitted by the importer under this MDR report number 2429304-2025-00026-01.

Event description:
No additional information received from customer.